Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional peripheral endovascular procedure, the physician implanted a 150 cm. Smart 8 x 150 stent at the intended target lesion but the stent was reported to be shortened. Therefore an additional (8 x 10) stent was implanted successfully. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery. The lesion was reported to be a chronic total occlusion (cto). No additional target lesion characteristic information was available.

Manufacturer narrative:
During an interventional peripheral endovascular procedure, the physician implanted a 150 cm. Smart 8 x 150 stent at the intended target lesion but the stent was reported to be shortened. Therefore an additional (8 x 10) stent was implanted successfully. The procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was reported to be a chronic total occlusion (cto). No additional target lesion characteristic information was available. Additional information received indicated that the approach for the procedure was unknown. It was not known if the target lesion was the right or left superficial femoral artery (sfa) and no additional target lesion characteristic information was available. The physician did not state/specify that the stent was shorter than the 150 mm that he expected or that it just did not adequately completely cover the intended target lesion. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. Additional information was requested but was reported to be unknown. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17296594 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses incorrect length - too short¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion may have contributed to the reported event, as might procedural factors which resulted in either inaccurate placement or shortening of the stent during deployment as this is not differentiated in the event description. According to the instructions for use ¿generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Patients with a target lesion with a large amount of adjacent acute or subacute thrombus. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Ensure that the tuohy borst valve, connecting the inner shaft and outer sheath, is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Advance the device over the guidewire to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.